Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a loop resectoscope broke during a gynecological poly procedure. No harm to patient, user or third reported. The surgeon is unsure if all part of the product was removed.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Additional information was added in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was received that the surgeon confirmed that a small piece of the insulation sleeve was not recovered is missing in your supplemental report.

Manufacturer narrative:
Device evaluation: the device was received on september 6,2024 for investigation. The investigation was completed on october 9,2024. As the broken surface shows a ductile appearance, which indicates a break by force as well as the bent rods, it is most likely that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).